Event description:
The dressing was opened to be applied to patient of incision. 1/2 of the dressing that was applied over the incision was discolored brown and the other half was normal color (gray).